Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture and then not turning on also keypad was unresponsive. Customer also reported that the insulin pump had unexpected power loss alarm. Customer¿s blood glucose was 240 mg/dl. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will return for the analysis.